Event description:
Generator product analysis was completed. An end of service, or eos, message was verified in the product analysis, or pa, lab and found to be associated with pulse disablement of the generator. Burn marks were identified on the generator case, indicated that the generator may have been exposed to electrocautery during explant. The pulsedisabled bit was able to be resent and subsequent testing was performed. The high impedance was not duplicated in the pa lab. Various electrical loads were attached to the generator and diagnostics provided accurate measurements. The generator performed according to functional specifications. Other than the pulse disablement, no performance or other adverse conditions were found with the generator. Lead product analysis was completed. The high impedance allegation was not verified in the portion of the lead returned to the product analysis, or pa, lab. As the portion of the lead containing the electrode array was not returned, evaluation could not be made on that portion of the lead. A cut opening was identified on the outer and inner silicone tubing. A continuity check between the setscrews and the end of the as-received lead portion attached to the generator, which was inserted into the generator header, was performed and passed. No discontinuities were identified within the returned lead portion.

Event description:
It was reported that the patient underwent full vns replacement surgery due to high impedance. The explanted products were received by the manufacturer and are pending product analysis. No additional relevant information has been received to date.